Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as 2134265-2013-07039. (B)(4) study. It was reported that grade a dissection, episode of oppression within chest pain and spasm occurred. In (B)(6) 2013, the subject presented with stable angina with silent ischemia. Subject was found to have elevated biomarker indicating ischemia prior to procedure and underwent cardiac catheterization. The target lesion was located in the proximal right coronary (rca) with 50% stenosis and was 10 mm long with a reference vessel diameter of 4 mm. The physician treated the target lesion with pre-dilatation and placement of a 4.00 x 12 mm and a 3.50 x 8 mm study stents with 0% residual stenosis. Post deployment of the latter study stent, there was spasm noted upstream of the proximal stent. The subject was treated with medication (nitrate derivative) for the spasm. Post deployment of the 4.00 x 12 mm study stent a grade a dissection was noted at the distal edge which was intervened with a placement of bail out study device (3.50 x 8 mm). The subject was discharged the following day on dual antiplatelet therapy. 23 days post index procedure, site has reported an event of "episode of oppression within chest pain ". No action was taken in response to the event.

Manufacturer narrative:
.

Event description:
This was filed in error. It is a duplicate of MDR ID: 2134265-2013-06151.